Manufacturer narrative:
(B)(4). Corrected data: section d.4.-catalog # corrected to cs-14703. The customer returned one distal luer hub for analysis. The rest of the catheter was not returned. Signs-of-use in the form of biological material was observed one the luer hub injection cap. Visual analysis revealed that the distal luer hub had separated from the extension line. Microscopic examination also revealed that a portion of the extension line was still lodged inside the luer hub. The IFU provided with the kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested". The report of an extension line/luer hub separation was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the distal extension line had separated directly adjacent to the brown luer hub. A portion of the extension line was still secure inside the luer hub. Despite confirming the defect, the root cause cannot be determined as the rest of the catheter/distal extension line was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the luer-lock connection (brown head) fall off, and the sample only left brown head without catheter.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the luer-lock connection (brown head) fall off, and the sample only left brown head without catheter.